Event description:
Consumer alleges that her humidifier melted and emitted smoke. She also claims that her foot was burned when she stepped on some melted material and that her daughter suffered from smoke inhalation.